Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with a cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The drive support cap was sticking out. She pushed the drive support cap back in when she was not connected to the insulin pump. Insulin was squirting during the manual prime process. Customer's blood glucose level was 174 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.